Event description:
The info provided to sjm indicated a 6f angio-seal vip was selected for use and deployed. The pt presented 8 days later with pain and swelling in the leg. Ultrasound that same day revealed a pseudo aneurysm in the femoral artery. Surgical intervention was performed 8 days later to "tie up" and remove the pseudo aneurysm. The procedure was successful but no angio-seal components were found at the site. The pt was listed as stable following the event and was expected to be discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.